Event description:
Reporter indicated an explanted vns generator appeared to have an anomaly with the header. Attempts for further info and return of the explanted generator have been unsuccessful to date.